Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure was identified on a electrocardiogram (ECG). Reprogramming was performed however battery longevity on the implantable pulse generator (ipg) was decreasing. Unstable thresholds was also noted on the ra lead. The ipg was explanted and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported replacement of the ipg was performed because the battery longevity was approaching exhausted. It was not due to anomaly of the product.